Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed results below the expected range when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015, in the morning. The patient manages his diabetes with oral medication, diet and "exercises in the morning." The patient reported that an unknown time after the alleged issue occurred, he developed symptoms of "dizziness and blurry vision", however denied receiving any treatment during troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips or control solution had not expired. The patient followed the correct testing steps and when a control solution test was performed, the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to be from more than one lot #. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.